Manufacturer narrative:
One medfusion 4000 pump was returned for investigation. Visual inspection revealed damage to the bottom case and the plunger assembly. A power up process was used to replicate the reported issue. It was discovered that while the battery was charging, the pump still gave a super capacitor post error at power up. The allegation was confirmed. It was found that the super capacitor on the main board did not operate as intended and had low profile black panasonic capacitor. The device was repaired. Recalibrated and passed all functional testing. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The main board was replaced and passing maintenance test was performed.

Event description:
Information was received that the medfusion pump gave a dose rate error. Patient involvement is unknown.